Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with light sensitivity at the four month post bilateral lasik visit. A steroid drop was started with patient doing a slow taper. The patient was to call if the light sensitivity did not clear up. The patient has not called for another appointment. There are two medical device reports associated with this event. This report references the left eye.